Event description:
It was reported by service report that the cot is raising inside the ambulance due to an incorrectly installed in-fastener shut off magnet. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Improper installation of the in-fastener shut off magnet.